Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one euphora rx ptca balloon catheter to treat a mildly tortuous, 99% thrombotic lesion located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The balloon was used for pre-dilation following a thrombectomy. There was no resistance encountered when advancing the device. Excessive force was not used during delivery. It was reported that a balloon burst occurred on the first inflation to 12atm. It is indicated that there was a gradual drop in pressure after inflation was achieved. The pressure load was unable to be advanced and the requested pressure could not be maintained. It is reported that blood return through the catheter shaft was observed. The procedure was completed using a stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Lesion was non-calcified/soft plaque. No other device had been deployed prior to use of the euphora rx. No inflation difficulties were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.